Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was unable to power on. The customer reported that the power supply was not functioning and the station could not be turned on. The customer indicated that the issue impacted patient care and workflow. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine had black screen. A field service engineer (fse) unhooked all peripherals and machine booted up. Then each peripheral was then reconnected one at a time to isolate the fault, which was traced to auxiliary drawer 5.2. Further the fse replaced the drawer controller on that drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.